Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead possibly dislodged leading to loss of capture and failure to sense. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.